Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up, after receiving a patient alert. Interrogation showed high, out of range pacing lead impedance. Programming changes were made. Further evaluation is planned. No adverse consequences to the patient were reported.